Event description:
Customer reported hospitalization due to diabetes. Customer has been experiencing high blood glucose in the 500 to 600 mg/dl range. Customer went to hospital due to swelling caused by heart failure or kidney failure. The current blood glucose reading is 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.